Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on the clinical account, the root cause of the access site bleeding was due to improper anticoagulation, as the physician mentioned the use of integrillin may have exacerbated the bleeding issues. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a hematoma in cardiac catheterization laboratory which was addressed by placement of suture. Bleeding around the repositioning sheath was also noted. Pump was removed due to the bleeding, and manual compression was applied to achieve hemostasis.